Event description:
It was reported that some paint flaked off and fell into the patient. Later it was clarified by a nurse that the peeling paint fell on the sterile drape at the foot of the patient.

Manufacturer narrative:
In addition to the patient identifier initials, a patient ID# ((B) (6)) was also communicated to stryker from (B) (6), age, weight, and sex of the patient were not communicated to stryker. Conclusion code description: malfunction did occur; it did not lead to an adverse event. Recurrence could potentially lead to an adverse event. CAPA (B) (4) addresses these corrective and preventative actions to this issue. Root cause: first 300 shrouds delivered by supplier were not the exact matching color due to a variation in the molding process. The shrouds were subsequently reworked. The patient used did not adhere to the shroud very well and ultimately chipped off.